Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) and mitraclip delivery system (cds) were advanced. The leaflets were grasped fine but when trying to reposition the clip, resistance was felt when retracting the delivery catheter (dc) handle. The cds was retracted to the left atrium, there was a lot of shadowing from the sgc, it was difficult to see the gripper arms. The physician felt that the anterior gripper was not dropping. When the cds was above valve and with less curves and with good visualization, the gripper could be seen working fine. However, the implanter was not comfortable using the cds due to the friction in the handle. The decision was made to remove and replace the cds. There were no issues with the new cds that was used. One clip was implanted, mr was reduced to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported retraction problem (dc handle) could not be determined. A cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. The reported image resolution poor was due to shadowing from sgc. There is no indication of a product quality issue with respect to manufacture, design or labeling.